Event description:
Approximately 48 months post index procedure, the patient exhibited stroke like symptoms and expired due to right sided hemiparalysis aphasia on (B)(6) 2018.

Manufacturer narrative:
Corrected approximate months from 36 months to 48 months.

Manufacturer narrative:
The patient's cause of death was unrelated to the study device or procedure. This is being reported as a follow-up to the clinical study. UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the us. (B)(6). During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, death is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2014, a stellarex catheter was used to treat the target lesion of the left mid sfa. Approximately 36 months post index procedure, the patient exhibited stroke like symptoms and expired due to right sided hemiparalysis aphasia on (B)(6) 2018. The physician indicated this is not related to the study device or procedure.